Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the therapy never worked for them from day one. Patient stated that they had trouble with it the first couple of weeks and it was terrible. Patient said that they went back to the healthcare provider (hcp) and they tried to regulate it and the manufacturer representative (rep) tried to raise it up but the patient felt nothing so they had to wait 2 weeks for rep to come in and take an x ray to find out that it was out of their bladder. Patient was scheduled on monday to have surgery again to have it put in the correct way. Patient mentioned that their husband helped them out of bed twice because their bed was high and they were afraid they would fall out. The patient was redirected to their healthcare provider to further address the issue.